Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results a visual examination of the returned complaint device found that the clip assembly was not returned with the device and there were signs of a complete activation with the distal end of the control wire was broken. A number of kinks were noticed along the catheter. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 02:44 pm CT.the report number is being corrected from: 3005099803-2018-61985 to: 3005099803-2018-61360.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the left side of the colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp onto tissue but failed to release from the catheter. After further manipulation to release the clip, the clip fell off from the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the left side of the colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp onto tissue but failed to release from the catheter. After further manipulation to release the clip, the clip fell off from the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.